Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is unconfirmed for the reported failure. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk elevation biopsy instrument allegedly was difficult to be loaded into the driver and fired on its own. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the female patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is unconfirmed for the reported failure. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk elevation biopsy instrument allegedly was difficult to be loaded into the driver and fired on its own. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the female patient was not provided.